Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not be determined due to lacking information. In consequence a correction was suggested to the complainant. There was no patient or user harm reported. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the device came up to biomedical engineering as a shutdown case while ventilating. The device was already updated to latest version and was working on 3.0.3 sw. No patient harm occurred.

Manufacturer narrative:
Case is under investigation. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the device came up to biomedical engineering as a shutdown case while ventilating. The device was already updated to latest version and was working on 3.0.3 sw. No patient harm occurred.